Event description:
It was reported that a pt underwent a coronary artery bypass graft on (B)(6) 2012. When the surgeon was pulling the needle through the anastomosis, two-thirds of the way down on the needle, the needle got caught in the tissue and it was more difficult to pull through. There were no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - needle drags through tissue. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.